Event description:
It was reported during a tonsillectomy procedure that the physician was utilizing a coblator ii surgery system and an evac 70 xtra plasma wand. Intra-operative the physician increased the power to its highest coblate setting and complained that the wand was weak. Another evac 70 xtra plasma wand was retrieved and set to the highest coblate setting but again the physician complained that the power was to weak. The procedure was completed using a bovie. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference MFR report(s): 9019871-2012-00534, 00535.